Manufacturer narrative:
(B)(4). Procode corrected to dqy. Customer returned a 2-l catheter for evaluation. The catheter contained signs of obvious use in the form of of biological material. After the catheter failed functional testing, the location of the leak was microscopically examined. A small slit was found on the extension line. The slit was smooth, indicating the damage was caused by contact with a sharp object (scissors, needle, etc). The slit in the extension line measured 53mm from the junction hub of the catheter. The overall length of the catheter measured 217mm which is within specifications. The proximal extension line measured 134mm which is within specifications. The outer diameter of the proximal extension line measured 2.22mm which is within specifications. The returned catheter was functionally tested for leaks by clamping the distal end and injecting water into both extension lines using a water-filled lab inventory syringe. When the catheter was pressurized, water leaked from a slit in the proximal extension line body. The distal line functioned as expected. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user: do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization location. The customer report of an extension line leak was confirmed by complaint investigation. The returned catheter contained a small slit on the proximal extension line; the damage was consistent with the extension line coming into contact with a sharp object (scissors, needle, etc.) The sample passed all dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that a leak was found near one of the luer hubs. The device was replaced. According to the user, it is unknown whether the leak was caused because the catheter had originally been damaged, or it was damaged during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that a leak was found near one of the luer hubs. The device was replaced. According to the user, it is unknown whether the leak was caused because the catheter had originally been damaged, or it was damaged during use.